Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection with bronchitis, induration, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of infection with bronchitis, induration, and swelling as follows: precautions for use: "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected on (B)(6) 2016 to l1 and l2 with unspecified juvederm voluma. On (B)(6) 2016 patient was injected to l5, l6, and the zygomatic arch with juvederm voluma with lidocaine. Prior to this injection patient was pretreated with disinfection of the skin and after injection patient used cool packs. One to three weeks later patient developed an infection with bronchitis. On (B)(6) 2016 patient was injected to the marionette lines with juvederm ultra 4. Patient developed induration and swelling at the corner of the mouth, mandible, and l5/l6 with "increase until 3 months." Patient also had "massive resistance". It was reported symptoms developed four to six weeks after the (B)(6) 2016 injection with juvederm voluma with lidocaine. On (B)(6) 2016 patient was injected with hylase to "each side." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00785 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, unspecified juvederm voluma injected on (B)(6) 2016.